Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointing to a communication error with the robot common compute controller (ccc). The fse replaced the ccc board on the robot to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The robot ccc was analyzed and found to have an issue with the fiber optic cable. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during the setup of the system, errors were encountered, specifically indicating issues with the surgeon console connection and blue fiber cables. The caller mentioned receiving error 170 and, after rebooting the system, error 31089 persisted. The technical support engineer (tse) attempted to view system logs, but only one set was available, showing no errors. The tse advised rebooting the system and switching the blue fiber cable to different ports on both the vision side cart (vsc) and the surgeon console. Despite these efforts, the error 31089/307 remained. The caller noted that the blue fiber cable between the surgeon side console (ssc) and the vsc was flashing blue. A new blue fiber cable was then tried, and it was connected to a different port on the vsc. After rebooting, the error persisted. The caller then connected a new surgeon console from the hallway to the system, and upon powering on, the system homed without any errors, allowing the customer to proceed with the case.